Event description:
It was reported that the incision had not healed following implant of the implantable pulse generator (ipg) system and an infection occurred. It was further noted that it was suspected that the design of the ipg setscrew may have affected healing of the incision. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated foreign material on set screw.